Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 23.6cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3143, UDI: (B)(4), batch: 38709.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention is pending to address this issue. The investigation did not determine which lead contributed to this issue.